Event description:
It was reported by an onkos sales representative, that a patient with eleos distal femur replacement underwent revision surgery due to joint dislocation. This report captures eleos tibial poly spacer. This event will be reported as a serious injury due to the revision procedure.

Manufacturer narrative:
The root cause of this complaint was not determined. Based on the review of known device history records, the investigation concluded that the root cause of the alleged infection was not related to the design, manufacture, and/or sterilization of the revised implants.

Manufacturer narrative:
The investigation concluded that the root cause of the reported dislocation was not related to the design, manufacture, and/or sterilization of the explanted devices. The most probable root cause of the reported adverse event is soft tissue laxity.

Event description:
It was reported by (B)(4), an onkos distributor, that a 63-year-old female patient with an eleos distal femur replacement underwent revision surgery on (B)(6) 2025 due to a dislocation. The patient's surgical wound reportedly dehisced (opened) upon standing from a seated position.